Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet with dexcom g7, becoming unresponsive at home until assisted by a caregiver who administered juice and soda, after which glucose levels rose. Symptoms included loss of consciousness consistent with severe hypoglycemia. Outcomes included temporary interruption of normal activities and the need for caregiver assistance, without professional medical intervention or hospitalization. Investigation included review of user-reported glucose data and device use history, confirmation of cgm type, and troubleshooting and education with the user. Investigation of this case revealed an episode of low glucose with unclear precipitating cause, with cgm readings discordant from a contemporaneous fingerstick after recovery, and no evidence of device malfunction identified from available information. It was concluded that the event was hypoglycemia with cause unclear, and the user was counseled to monitor glucose closely and follow standard corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.